Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor transmitted pause episodes. Upon review, it was determined the cause of the episodes was due to undersensing, most likely resulting from poor contact within the pocket. No further information was available.

Event description:
New information received notes patient was fine.